Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient with implantable cardioverter defibrillator (ICD) was able to manipulate device. It was also reported that the device was in patient's arm pit. Boston scientific technical services (ts) explained that likely the patient manifested twiddler's syndrome. Additional information was requested to confirm if there was any lead involvement but the field representative was unable to check the patient. To date, the system remains in service. No adverse patient effects were reported.